Manufacturer narrative:
Concomitant medical prodeucts: product ID: 977a290 lot# serial# (B)(4) implanted: (B)(6) 2015 product type: lead. Product ID: 97740, serial# (B)(4) product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had his first implantable neurostimulator (ins) revised along with the lead. The patient stated that the outer coating of a lead was no good, and the patient¿s tissue started to wrap itself around the wiring. The patient¿s ins had been in his stomach area and was moved to the lower back area on the left sideusing 2 new leads to target c2/c4. The patient stated that the stimulation therapy was working well. Later it was confirmed that the lead and ins were involved in the reported event. A revision was taken to resolve the issue. The cause of the event was not determined and not device related. The patient recovered without permanent impairment.